Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on (B)(6)20241. It was reported that the patient was not feeling well/sick. It was unknown whether the issue was resolved. Additional information was received from the patient on (B)(6)2024. Patient has given permission to speak with their husband throughout the evaluation. Patient's husband stated that patient has not been feeling well. Patient stated they feel like they might have an infection. Patient advised to contact their clinician with concerns. They stated they had increased their own stimulation now to 1.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.